Manufacturer narrative:
Medtronic received additional information that the reason for replacement was endocarditis which resulted in pulmonary stenosis. It was reported that the endocarditis was from gram-positive cocci, and that there was vegetation on the conduit. It was also reported that the patient had a history of recurrent endocarditis caused by dental hygiene problems. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 3 years and 2 months post implant of this 18mm pulmonary valved conduit in a (B)(6)-year-old pediatric patient, it was explanted and replaced with a pulmonary valved conduit of the same size and model. The reason for replacement was not reported. No additional adverse patient effects were reported.